Manufacturer narrative:
(B)(4). Concomitant medical products: oxford tibial tray catalog 154721 lot 229470; oxford twin pegged femoral catalog 161469 lot 781930.

Event description:
Patient underwent an irrigation and debridement procedure as well as a tibial bearing exchange approximately two months post implantation due to infection.